Event description:
Customer's mother called to report that she was trying to prime the infusion set but the insulin was not existing. It stated that the driver block moved slightly with the driver arms in the locked position. Device was not dropped, bumped, or exposed to moisture.